Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with minor scratches on lcd window. The device was received with cracked reservoir tube lip and with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alert on their insulin pump. It was reported that the customer states the device is beeping, and there is a black circle on the screen. It was reported that the customer is having the device replaced. No further information provided.